Manufacturer narrative:
(B)(4). Analysis of the pump found no significant anomaly. The pump was returned because the customer could only aspirate 5 ml of sterile water from the reservoir. It was noted that during the check in process, 37 ml of sterile water were aspirated. This pump then passed all non destructive testing, with no reservoir access issues. All logs are clean. The pump was then aspirated, filled with 40 ml of sterile water and again aspirated, repeating this process a total of five times. No problems were encountered. The pump was then filled with 20.0 ml of sterile water, aspirated and filled a total of five times, with no problems encountered. It has been decided to not perform destructive analysis on this pump because the complaint against it could not be duplicated. Due to no indications of a motor stall or motor stall recovery in the pump logs, the pump tube leak test will not be preformed. This preserves the pump for future destructive analysis if the need arises.

Event description:
It was reported that during an implant procedure, the pump was never implanted because they were unable to remove all of the saline prior to use. It was noted that they were able to only get 5 cc out of the pump. The troubleshooting included using another needle and syringe to aspirate but with no luck. It was noted that a different product was used.